Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the bin file was performed and a pair request following successful pairing was found within the investigation window. The allegation was confirmed. The probable cause is the product functioned as intended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter and receiver were previously paired and asked to be paired with no patient interaction. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.